Event description:
It was reported via repair work order that the brakes would not remain engaged due to a missing brake snap ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.